Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced an infection and device extrusion. The recipient's device was explanted.

Manufacturer narrative:
(B)(4). The recipient reportedly experienced a skin flap infection and device extrusion. On (B)(6) 2017, the recipient was hospitalized and the recipient's device was explanted. The recipient has reportedly healed. The external visual inspection revealed electrode array was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.